Manufacturer narrative:
A design history file review was performed with no major findings or discrepancies related to the reported failure modes. Device not explanted.

Event description:
It was reported that a (B)(6) woman with invasive ductal carcinoma underwent a unilateral (right side) mastectomy with implantation of meso biomatrix and a breast implant on (B)(6) 2015. On (B)(6) 2015 the patient was noted to have a dehiscence of the wound with necrosis and exposure of the implant. She also developed mondor syndrome (thrombophlebitis of the superficial veins of the breast and anterior chest wall). The patient underwent reoperation with replacement of the prosthesis on the (B)(6) 2015. The meso biomatrix was not removed.